Manufacturer narrative:
The field service engineer washed the sipper flow path, reagent probe, clean cell cup, procell cup, and conditioned the measuring cell. He performed qc and had passing results. The customer performed comparison testing with a sample and had acceptable results. Maintenance was completed and the qc was repeated. It was determined the ft4 qc results after maintenance were high. He checked the ft4 control results and found the results were out of limit high and the pth control results were out of limit low. Both assays were assigned to measuring cell #1. He checked and found a liquid drop from the tip of the sipper probe of the measuring cell #1 and he changed the pinch valve tubings. He performed qc and precision testing with acceptable results. He found the e 801 produced an abnormal low signal alarm and informed the customer to perform repeat testing with the samples. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys pth immunoassay results for 9 patients tested on a cobas e 801 analytical unit. It was reported the initial ft4 and pth results were reported outside the laboratory. The customer performed repeat testing with the samples. Patient 1's initial ft4 result was 2.05 ng/dl. The patient's repeat result on a different e 801 was 1.20 ng/dl. Patient 2's initial pth result was 4.49 pg/ml. The patient's repeat result on an unknown analyzer was 83.2 pg/ml. Patient 3's initial pth result was 2.81 pg/ml. The patient's repeat result on an unknown analyzer was 58.7 pg/ml. Patient 4's initial pth result was 18.6 pg/ml. The patient's repeat result on an unknown analyzer was 38.0 pg/ml. Patient 5's initial pth result was 1.64 pg/ml. The patient's repeat result on an unknown analyzer was 10.4 pg/ml. Patient 6's initial ft4 result was 3.99 ng/dl. The patient's repeat result on an unknown analyzer was 0.861 ng/dl. Patient 7's initial ft4 result was 3.08 ng/dl. The patient's repeat result on an unknown analyzer was 0.926 ng/dl. Patient 8's initial ft4 result was 2.10 ng/dl. The patient's repeat result on an unknown analyzer was 0.799 ng/dl. Patient 9's initial ft4 result was 2.30 ng/dl. The patient's repeat result on an unknown analyzer was 1.10 ng/dl. The ft4 reagent lot number and expiration date was requested but not provided. The pth reagent lot number was 617504 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation reviewed the system's alarm trace and found abnormal low signal alarms for measuring cell channel 1. The investigation reviewed the ft4 calibration results and found the customer attempted to calibrate 5 times on the date of the event. The calibration signals were low relative to the previous calibrations. After the event, a new calibration was performed and both levels of calibration were unstable. The investigation found the qc results on the date of the event and after were erratic. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.